Manufacturer narrative:
Corrections: e1: "name and address" the manufacturer's internal reference number is: comp-(B)(4).

Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: based on the tracking label, the product was noted to have been received and in glidewell's possession; however, to date, the device has not been physically returned to the complaint handling team to date therefore, an analysis of the physical product could not be performed. Root cause description: based on the complaint description, a definitive root cause could not be established. A potential root cause could be due to excessive bruxism which could have caused the anchor to break. Corrections: b5: updated "describe event", d1: updated "brand name", h6: updated "type of investigation" code, h6: updated "investigation findings" code, h6: updated "investigation conclusions" code. Additional information: a2: "age at time of event, dob", a3: "sex", a6: "race", b3: "date of event", d4: "model#" & "catalog#". The manufacturer's internal reference number is: (B)(4).

Event description:
On (B)(6) 2025, the appliance was reported to have experienced breakage. The patient presented with the issue on (B)(6) 2025. No persistent pain or soreness of the temporomandibular joint was reported. As a result of the appliance breakage, the patient discontinued use of the device on (B)(6) 2025. Following discontinuation, the reported symptoms did not resolve, and increased snoring/apnea was noted. The patient reportedly followed the cleaning and storage instructions per the device's instructions for use. No permanent injury was reported, and no additional medical or surgical intervention was required. The appliance was replaced with a product similar to the complaint product.

Event description:
It was reported that an anchor on a silent nite 3d sleep appliance fractured on the right side. No further information was provided.

Manufacturer narrative:
The device was not returned for analysis. Once the investigation is completed, a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).